Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device interrogation for a patient who was lost to follow up, it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements of greater than 200 ohms for the past year. During the clinic visit the shock impedance measured at 70 ohms. When the field representative measured the pacing vectors, it was noted that any measurement using the proximal coil was high. Boston scientific technical services (ts) was consulted and discussed programming. The patient was given a remote home monitoring system for following and will be brought in for defibrillation threshold (dft) testing in the future. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.